Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not deliver energy. A new kit was used to complete the procedure. User's experience level is high. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the jaws were somewhat burnt and bloody resistance measurements were not within specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations., it would not produce energy. Based upon the functional test, the reported complaint "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).